Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 lvas IFU provides a list of all adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide#(B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 years 0 months 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 with volume overload. The patient was diuresed with high dose lasix boluses and dopamine. The device speed was increased from 5900 rpm to 6200 rpm with improvement in volume status. The patient was successfully weaned off dopamine and transitioned from lasix infusion to torsemide when euvolemic. The patient had a progressive dyspnea with minimal exertion over the past few weeks and requires wheelchair. The dizziness resolved within seconds when standing, and has been stable for months. Echocardiogram (echo) showed worse right ventricle function in setting of persistent aortic insufficiency. Chest x-ray (cxr) showed left pleural effusion. The patient underwent left pigtail chest tube on (B)(6) 2018. Fluid analysis was transudative and pleural fluid culture was unremarkable. The pleural effusion was thought to be related to heart failure that was driven by aortic insufficiency and mitral insufficiency. The patient was diuresed and pump speed adjustment improved symptom. Chest tube was removed on (B)(6) 2018.